Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Son suddenly had the brush head in mouth [device breakage]; no adverse event [no adverse event]. Case description: a parent reported that when his or her (B)(6) son's caregiver was brushing his teeth with an oral-b vitality series toothbrush on (B)(6) 2016, and his or her son suddenly had the oral-b power oral care refills precision clean in his mouth. The parent explained that the caregiver removed the head from the son's mouth manually, but as his or her son was mentally challenged and could not spit, he almost swallowed the head. This was not the first time the son had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Son suddenly had the brush head in mouth [device breakage]; no adverse event [no adverse event]. Case description: a parent reported that when his or her (B)(6) son's caregiver was brushing his teeth with an oral-b vitality series toothbrush on (B)(6) 2016, and his or her son suddenly had the oral-b power oral care refills precision clean in his mouth. The parent explained that the caregiver removed the head from the son's mouth manually, but as his or her son was mentally challenged and could not spit, he almost swallowed the head. This was not the first time the son had used these particular brush heads. No symptoms developed.